Manufacturer narrative:
The customer stated an architect c16000 analyzer generated a falsely elevated magnesium result for one patient sample. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer performed reproducibility and contamination testing which showed nothing abnormal. The customer replaced the mixer and r2 reagent probe to resolve the issue. The service history of the analyzer reveals a single discrepant high magnesium result was generated on (B)(6) 2012. This occurrence is not likely related to the current complaint due to the time span between the two events. Tracking and trending did not identify any adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate, and the replacement of either the mixer or reagent probe to resolve erratic and/or imprecise results is consistent withtroubleshooting information in the operations manual. Based on the available information a specific cause for the discrepant high magnesium result was not identified. A deficiency of the c16000 analyzer was not identified.

Event description:
The customer stated an architect c16000 analyzer generated a falsely elevated magnesium result for one patient sample. The analyzer generated an initial magnesium result of 4.18 mmol/l and a repeat result of 0.69 mmol/l. The sample was repeated on an architect c8000 and a magnesium result of 0.70 mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.